Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept freezing. A technical support specialist checked the station logs and was unable to find any errors related to freezing or bio ID. The user was consulted but was unsure when the station had last been rebooted. The tss spoke to the pharmacist and noted the station. The network speed was set to half duplex, and during monitoring, the user was able to log in without any freezing issues and checking the server, no specific errors were found. It was also observed that the station's network speed was set to auto negotiation, which was then changed to 100 half duplexes to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station kept freezing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.